Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received pump error message stating tone, vibrator or motor did not have power available when needed. The customer reported that the errors were suspend before low. The customer declined to troubleshoot the error. The customer's blood glucose was 100mg/dl. The insulin pump will not be returned for analysis.